Manufacturer narrative:
A complete event date and implant date were not provided and have been estimated based on the information received. Therefore, (B)(6) 2015 will be used. The UDI for the device is unavailable as the lot number was not provided. A review of the manufacturing records for the tag device could not be performed as the lot number was not provided.

Event description:
It was reported to gore via (B)(6) that on an unknown date in 2015 a patient underwent emergent endovascular treatment of symptomatic acute dissection in zone 3, which extended to zone 4. The tevar indication was pain. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu313115 and tgu313110) were implanted within zones 3 and 4, with coverage extending distally to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 26mm, in zone 4. A post operative complication for the patient was reported to be a myocardial infarction. The patient was transferred to the intensive care unit and discharged to home on post operative day (pod) 3. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 27, 323. On an unknown date, approximately pod 27, follow up imaging reported the aortic diameter within the treated aorta, evg measured 36mm and distal extension of the dissection to zone 5. On an unknown date, approximately pod 323, follow up imaging reported the aortic diameter within the treated aorta, evg measured 38mm and distal extension of the dissection to zone 5. There were no additional procedures reported for the patient.

Manufacturer narrative:
Addition additional devices implanted and/or related to this event: tgu313110 correction date of event.